Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap where it was reported the product was cracked leading to chemotherapy spills. Unknown patient involvement and unknown adverse event.

Manufacturer narrative:
Twenty-five new list #ch2000-c, spiros® closed male luer, red cap were returned for evaluation. As received, the 25 spiros were visually inspected and no physical damage or anomalies were observed. No mating device was returned for evaluation. The returned spiros were tested as procedure and no leak was observed. The complaint of leaks cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in e3 - initial reporter occupation.